Event description:
A male patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. A quattro catheter (lot # unknown) was inserted into the patient's right femoral vein in one attempt. The patient had chronic obstructive pulmonary disease (copd) before the cardiac arrest. No conditions were causing the patient to be non-ambulatory before hospitalization. The patient was immobile and had an inflammatory response due to post-cardiac arrest syndrome (pcas). Furthermore, the patient tested positive for covid, being considered a risk factor for thrombosis as well as pulmonary embolism. Ventilation, complete circulatory monitoring, and hemodynamic monitoring were used as adjunct procedures performed on the patient. The ivtm treatment was completed, and the catheter was removed after 96 hours from insertion. After the catheter was removed, no additional temperature management therapy was performed. The day after the removal of the catheter, the patient developed a pulmonary embolism (pe). About 4 hours after catheter removal, the patient's circulation, as well as their pulmonary situation, had collapsed. According to the reporter, about 100 hours after the initiation of ivtm therapy, a venous thrombosis dissolved and led to a pulmonary embolism. The pulmonary embolism formation was identified and confirmed by a computed tomography CT scan. The pe prophylaxis used on the patient was heparin perfusor with 640 ie. U/h. Also, the patient received lysis to further mitigate the pulmonary embolism. The customer believed that the pulmonary embolism was related to the zoll catheter. Per the customer, the reported issue was a catheter-related thrombosis that led to pulmonary embolism. The patient continued to be ventilated in the intensive care unit (ICU). Currently, the patient is in a stable condition after full heparinization and lysis therapy.

Manufacturer narrative:
The quattro catheter used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation of the catheter could not be performed. Usually, patients who receive ivtm are in critical condition and usually in a high-risk category for dvt or pe due to immobility. Event of pe was assessed as serious due to the life-threatening nature of the condition. Event assessed as possibly related to the zoll catheter due to relevant timing and location. At the same time, the patient's critical condition and immobility possibly contributed to development of current condition of pe as well. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt or pe is anticipated event and could potentially occur with usage of any catheter; event was not serious. The reported event of pe is possibly related to the device and not related to the procedure.

Manufacturer narrative:
B5 (describe event or problem) updated based on received additional information. Correction in h10: event assessed as possibly related to the zoll catheter due to relevant timing and location. At the same time, the patient's critical condition and immobility possibly contributed to development of current condition of pe as well. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from (B)(4), patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc ((B)(4)). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is (B)(4). Four randomized controlled clinical trials conducted in a total of (B)(4) patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between (B)(4). Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt or pe is anticipated event and could potentially occur with usage of any catheter. The reported event of pe is possibly related to the device and not related to the procedure.

Event description:
A male patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. The patient had chronic obstructive pulmonary disease (copd) before cardiac arrest. Blood coagulopathy was not done before the hospitalization. Ventilation, complete circulatory monitoring, and hemodynamic monitoring were used as adjunct procedures performed on the patient. The patient was not ambulatory before the hospitalization. A quattro catheter (lot # unknown) was inserted into the patient's right femoral vein in one attempt. The treatment was finished after the completion of 4 days (96 hours). After the catheter was removed, no additional temperature management therapy was performed. About 4 hours after catheter removal, the patient developed a pulmonary embolism (pe). The patient's circulation, as well as their pulmonary situation, had collapsed. The patient was immobile and had an inflammatory response due to post-cardiac arrest syndrome (pcas). Furthermore, the patient tested positive for covid, being considered a risk factor for thrombosis and pulmonary embolism. According to the reporter, about 100 hours after initiating ivtm therapy, a venous thrombosis dissolved and led to a pulmonary embolism. No diagnostic imaging procedure or scanning was done on the patient's legs to discover the dvt; however, the pulmonary embolism formation was identified and confirmed by a computed tomography CT scan of the lungs. The pe prophylaxis used on the patient was heparin perfusor with 640 ie. U/h. Also, the patient received lysis to further mitigate the pulmonary embolism. The customer believed that the pulmonary embolism was related to the zoll catheter. Per the customer, the reported issue was a catheter-related thrombosis that led to pulmonary embolism. The patient continued to be ventilated in the intensive care unit (ICU). Currently, the patient is in a stable condition after full heparinization and lysis therapy.